Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the monoblock tube assembly would eventually need to be replaced. The system operates as intended.